Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6949, implantable defibrillation lead, (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary - the distal segment of the lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was far field r-wave oversensing on the atrial lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.